Event description:
Hill-rom received a report from the account stating the nurse call would not work. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unk if the facility performed any other preventative maintenance on this bed. No further info is available on the repair of the bed at this time. The repair is ongoing, however, if any additional relevant info is identified following completion of the investigation, the additional relevant info will be submitted in a supplemental report.